Event description:
Manufacturer's representative reported the patient's pump was not dispensing the medication. The physician removed the pump and it was not returned to the manufactuer for analysis. The catheter was reported to be patent. The patient is reported to be fine.